Event description:
Report received of an overdose of morphine sulfate due to user error. The pt was receiving morphine sulfate in a 1:1 concentration (1mg/1ml) that was infusing at 4ml/hour on the primary line with an order to titrate the dose from 3-6ml/hour. There was nothing connected to the secondary port of the pump cassette. The rn caring for the pt the night of the reported event (event date not recalled) had given a bolus dose of 4mg of morphine sulfate via syringe IV push early in her shift. At 0600 on the day of the event, the rn decided to bolus the pt via the pump instead of using the syringe. The customer contact reported that the rn changed the rate of the primary infusion from 4ml/hour to 400ml/hour. She did not reset the vtbi. The rn reportedly noted that the total volume delivered on the screen was 126ml. The rn watched the total volume delivered on the pump display until it reached 130ml. The rn then believes that when she reset the rate of infusion back to 4ml/hour, she actually changed the rate of infusion back to 4ml/hour, she actually changed the rate of the secondary line, not the primary line. The pt then received the remainder of the morphine (125mg) in 37 minutes, at which time the pump alarmed and the bag was empty. The pt was given a one dose (amount was not recalled) of narcan. The pt remained awake and alert throughout the entire event. The pt suffered no long-term effects from the event and has since been discharged from the hosp.